Event description:
The customer alleged that the ventilator went "inop" while on a pt. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. It is not verified that the ventilator went "inop", and no malfunction may have occurred. There was no pt harm reported.